Manufacturer narrative:
An event regarding baseplate loosening involving a scorpio nrg ps femoral component was reported. No allegations were made regarding the femoral component. A review of the provided medical information by a consulting clinician indicates there is no evidence the event is device related. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time.

Event description:
It was reported that a patient with stryker tka done previously complaint of knee prosthesis loosening and had to return for revision surgery. The surgeon decided to replace with zimmer nexgen knee implant.

Event description:
It was reported that a patient with stryker tka done previously complaint of knee prosthesis loosening and had to return for revision surgery. The surgeon decided to replace with zimmer nexgen knee implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.